Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Evaluation: the device was not returned to zoll medical corporation for evaluation. Instead, the device error log was provided for review. The log confirmed the error message in the customer's report. However, without receipt of the device root cause could not be firmly established by the log information. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib function . Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll approved service provider. The processor/bridge/pace board was returned to zoll medical chelmsford. The customer's report was not replicated or confirmed. The processor/bridge/pace board was scrapped. Analysis of reports of this type has not identified an increase in trend.